Event description:
The user facility requested a reprocessing in-service for the evis exera ii colonovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was being reprocessed incorrectly. According to the customer, the incorrectly reprocessed scope was not used on patient during a procedure. Therefore; there was no need for a patient to be treated for cross contamination or with prophylactic antibiotics. The intended procedure had been diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
An olympus endoscopic support specialist (ess) was dispatched to the customer site to observe the reprocessing methods of personnel. The customer uses a flushing pump to flush the auxiliary water after the channel, a scope buddy is used to flush the endoscopic channels and the customer does not use sterilization. The ess observed that the customer did not have suction available in the reprocessing room to complete the recommended manual cleaning steps. Ess trained the personnel on pre-cleaning, leak testing and manual cleaning. Additional information was obtained from the customer regarding the cleaning, disinfection and sterilization (cds) processed performed at the user facility. Pre-cleaning is performed on every scope immediately following a procedure. The entire scope tube is wiped off with a clean water, then the scope is suctioned with water for 30 seconds. The scope is then suctioned with air for 10 seconds. The air/water card is attached card, the scope is flushed for 30 seconds to clear water channel. Personnel then hold a finger over the button for 10 seconds to clear the air channel. The cap is then attached and the scope is then transported to the cleaning room. Scope is manually cleaned in the cleaning room with enzymatic detergent by ecolab prior to placement in the washer. The enzymatic detergent is added to fresh run water prior to cleaning the scope. The scope is leak tested prior to manual cleaning using a scope buddy and medivator. The scope channel is brushed during manual cleaning using the single use brush gi source, reference item # 1005-c. For automated endoscope reprocessor (aer) treatment, the customer uses dsd-201 (medvators). The customer uses disinfectants rapicide opa/28 by cantel. The minimum effective concentration is checked prior to each scope being placed in the washer. All reprocessing personnel are trained on how to properly reprocess a scope. The endoscopy support provides annual trainings and new reprocessing personnel are provided with three week orientation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
Additional information was received regarding this event. At the completion of the case, the process that the nurse follows is to do a pre-clean in the sink in the procedure room during which water is suctioned for a predetermined amount of time through the scope, along with other cleaning steps, before they take it to the cleaning room for reprocessing.

Manufacturer narrative:
Updated field: h10. This report is being supplemented to provide additional information regarding the event/applicable corrections. The endoscopy support specialist (ess) confirmed that the customer did not have suction in the reprocessing room and did not have a scope buddy plus (suction cleaning adapter). The observation was done with the ess walking the customer through the steps, part of the steps were reviewed as returned demonstration. The ess did not observe the users in a live setting but did watch parts documented as a return demonstration. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, we presumed that the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be detected/prevented by following the instructions for use (IFU) which state: " 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." And ¿chapter 3¿ olympus will continue to monitor field performance for this device.